Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has had consistent high blood glucose (bg) levels, ranging from the 300's to 327 mg/dl. The customer is uncertain of the suspected cause. The customer delivered boluses via the pump. The customer stated they believed that the insulin was stored at too cold a temperature and the integrity was compromised, but did not provide any additional information. The customer changed supplies and declined follow up from tandem technical support.